Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port did not hold insufflation. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port did not hold insufflation. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: g-5 changed PMA/510(k)# k091733 to k041981, h-6 changed evaluation method code, "device not returned" to "device discarded" internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot number was not provided. A ship history review was performed. There were no vh-2004-vasoview 6 accessory pack lots shipped to the account one year prior to the aware date.